Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a pocket was failed and required maintenance. A field service engineer (fse) removed the latch piece that had lost its magnet and replaced it with new style to resolve the issue. The fse also had the user recover the failure, ran the acceptance test and found no further issues. The fse inspected latches and cabling, used the hardware test application to test for operation and all tests have passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie failed and was unable to recover failed storage space and notified as "maintenance required". The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.